Event description:
The following was documented by carefusion tech support to document a reported event which originated from a foreign distributor in (B)(4): "our dealer claims this unit is alarming vent inop, motor faulty. Circuit disconnect, low pip. Low ve, check events, invalid serial number, event log showing: vent eeprom write failure. Post dac or adc error. Alarm motor fault alarm low ve." The unit was not on a pt when the problem occurred.

Manufacturer narrative:
(B)(4). According to the foreign distributor, several troubleshooting techniques were performed and it was determined that most likely the cause of the reported event was a faulty main printed circuit board. Carefusion technical support shipped the distributor a replacement main printed circuit board. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board for eval. As of 04/27/2015, carefusion has not received the alleged faulty main printed circuit board.